Event description:
Pt's knee was scanned with the knee/foot coil. Immediately after the scans, a 2nd degree burn with a size of approx 3-4cm on the inner thigh (left) was found.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.